Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. The nellcor puritan bennett customer support engineer (cse) verified the error codes in memory. The unit alarmed as expected and the pt was removed and placed on another device. There was no report of any pt harm or injury. The cse replaced the bdu cpu and gui cpu printed circuit boards.